Event description:
The implant stopped functioning after the pt sustained a blow to the head. Using the appropriaite diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professonal has been informed that the explanted device should be returned to cochlear ltd.